Manufacturer narrative:
Submit date: 19-may-2017.

Event description:
The customer reported the unit has a blank display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had a blank / illegible display. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the lcd had physical damage; the lcd was cracked. The unit has been repaired,<(>,<)> tested and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reported the unit has a blank display.